Manufacturer narrative:
Because a serious injury resulted, this event is reportable per 21 cfr part 803. The patient submitted voluntary report to FDA. The reference # is mw5111404.

Event description:
Patient reported that she saw her dds and that he advised her to stop aligner treatment immediately due to loose teeth.